Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size c: catalog#42532006402, lot#ni; unknown femoral component: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the tibial component and articular surface for unknown complications. Diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that this event has been previously reported under a duplicate complaint record. Please reference cmp-(B)(4) MFR 0001822565-2024-02407. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that this event has been previously reported under a duplicate complaint record. Please reference cmp-(B)(4). MFR 0001822565-2024-02407.